Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h96560m0346411 in order to ascertain the last three lots shipped to the reporting hosp in the six months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst med complaint report was reviewed for the bioflo PICC product family and the failure mode of "guidewire knotted." No adverse trends were identified. The customer's reported complaint description was confirmed via a picture provided of the guidewire; however, no sample was returned. Without receiving product for eval, we are unable to definitively determine a root cause for this incident. Shr search revealed no quality related issues or mfg deficiencies at the time of manufacture. The guidewire accessory is supplied to navilyst med by the supplier neometrics. Neometrics has been notified via a supplier corrective action request (scar) for informational purposes only. Potential contributing factors for the reported issue may be guidewire positioning techniques used during the placement procedure, i.e. Advancing guidewire against an obstruction and/or pt anatomy. The directions for use (dfu) packaged with the PICC kit include guidance on utilization of the guidewire. Navilyst med incoming inspection procedures for the guidewire include aql visual inspection for damage/defects as well as dimensional inspections. (B)(4).

Event description:
As reported, during PICC placement procedure, the guidewire provided in the PICC kit knotted near the tip. A cut-down was performed to remove the guidewire. The used wire was discarded at the hosp.